Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The suspect product was changed from the lancet device to the lancet drum. The investigation showed that the lancet drum was manipulated by the user, causing damage which led to the reported malfunction. The year is the only known part of manufacture date. We have defaulted to the first of the year.